Manufacturer narrative:
Per investigation by the manufacturing site: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, the end of the cables falls off, could be confirmed. The large ring nut on the optical connector has come loose and the knurled sleeve has fallen off. The knurled sleeve shows normal signs of wear on the surface. Since the small, knurled nut is also stuck, we assume that mechanical damage caused the large ring nut to come loose and the optical connector to break apart.. No further measures will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4). Cross reference the following complaint ID numbers: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference the followig complaint ID numbers: (B)(4).

Event description:
It was reported the end of the cables falls off of them as a result of a deficiency. No negative impact in state of health reported. Cross reference the followig medwatch numbers: 9610617-2025-01589, 96105-2025-01590 and 9610617-2025-01582.